Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they hospitalized due to diabetic ketoacidosis. The customer blood glucose level was 221mg/dl. Customer stated that they was not in auto mode due to occlusion alarm. Customer stated that insulin pump had insulin flow block alarm. The device will not be returned for analysis.